Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, there was severe tortuosity and calci fication of the mid left anterior descending (lad) artery, with a 90% lesion stenosis. During a difficult delivery of the stent to the lesion, the stent became dislodged / deformed. The stent was subsequently removed from the patient. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 2.5x20mm sc balloon, and no resistance or excessive force was encountered during the delivery of the device. The stent did not pass through a previously-deployed stent. The procedure was completed with a non-medtronic stent with the assistance of a non-medtronic guide extension catheter. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was present on the balloon with no evidence of dislodgement. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wrap with struts raised. The inner lumen patency was verified with a mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. Image analysis: three still images were received for analysis. An image was received of an onyx trucor pouch. The lot number on the packaging matches reported lot. Two images of a stent were returned. The images show the distal end of a stent device with proximal stent deformation evident. There is no dislodgement on the device in the images. Additional information: it was later reported that the stent was noted to be dislodged when the device was inspected/prepared before use in the patient, and the stent was not difficult to deliver as the stent was not used in the patient. The stent was replaced. The procedure was completed with a 2.5x28mm and 2.75x28mm non-medtronic stents, with the assistance of a non-medtronic guide extension catheter. Correction: b7. Relevant history. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.